Manufacturer narrative:
No UDI justification, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll approved business partner. The customer's report was not replicated or confirmed. Review of the printed activity log provided by the customer showed advisory messages that the device did not recognize if the pads were attached to the device or the device was not detecting a valid impedance through the electrode pads. The clinical log file and device check log were not provided for review. The electrode pads were not returned for evaluation. The DHR was reviewed for the reported electrode lot 3923b and found no discrepancies.the electrode pads passed all functional testing. The device was recertified and returned to the customer. No trend has been identified based on similar reports.